Event description:
The patient reported infusion set tape was not sticking and fell off on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom. Name: (B)(6) country: united states of america. Street: (B)(6). City: (B)(6). State, province or territory: (B)(6).post office or zip code: (B)(6).based on the available information, this event is deemed to be reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number: reporting site: 8021545, manufacturing site: 8021545.